Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra2 meter was not powering on when she tried to test her blood glucose. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported on (B)(6) 2012, the issue first began. On (B)(6) 2012 at noon, the patient alleged obtaining '595mg/dl' on an lfs meter. The patient stated she called her healthcare professional (hcp) and she was advised to 'take 22 units of novolog, and eat a sandwich and drink a ginger ale.' The patient reported she uses novolog self adjusting insulin to manage her diabetes. The patient reported on (B)(6) 2012 at 1:00pm, she had less to eat than usual. At 1:15pm, the patient reported taking a nap, and when she woke up at 5:00pm, she was vomiting. The patient reported her husband then called emergency medical services (ems) who arrived at approximately 5:05pm. The patient reported ems obtained a reading of 'high' which she knew was over '600mg/dl.' The patient reported an insulin drip with IV fluids were administered. When she arrived at the hospital, the patient reported the hcp obtained a lab glucose value of greater than '800mg/dl.' The patient reported she was hospitalized in the intensive care unit for 2 days, and an additional 2 days in the medical ward after that. At the time of troubleshooting, the cca discovered there was misuse of the product. The patient admitted the meter was washed in with the laundry. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue, and reportedly extremely high readings were obtained by an hcp.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.